Manufacturer narrative:
H3, h6: on the literature article of wang et al. 2020 [1], it was reported that approximately 6 years after a total hip replacement revision surgery had been performed on an unspecified date, in which a slr-plus stem was implanted on patients that 1 patient required an additional revision surgery due to an unspecified deep infection and an aseptic loosening of the stem. The outcome of the patient is unknown. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. 03/21. None of any prior escalation actions are related to the reported issue. The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: wang j, dai wl, lin zm, shi zj. Revision total hip arthroplasty in patients with femoral bone loss using tapered rectangular femoral stem: a minimum 10 years' follow-up. Hip int. 2020 sep;30(5):622-628. Doi: 10.1177/1120700019859809. Epub 2020 jul 19. Pmid: 32686507.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
On the literature article named "revision total hip arthroplasty in patients with femoral bone loss using tapered rectangular femoral stem: a minimum 10 years¿ follow-up", it was reported that, " approximately 6 years after a tha revision surgery had been performed on an unspecified date, in which a slr-plus stem was implanted on patients that were experiencing one of the following symptoms: aseptic loosening of the stem prosthesis, a periprosthetic femoral fracture or an infection, 1 patient required an additional revision surgery due to an unspecified deep infection and an aseptic loosening of the stem. This complication was radiographically confirmed, as the stem was noticed to be unstable associated with either a distal axial subsidence of 3-5mm or the presence of continuous radiolucent lines greater than 2 mm. The identity of the prosthesis explanted during the first revision surgery is unknown at this time. Further details on the patient's final outcome are unknown.

Manufacturer narrative:
(B)(4) h6: updated medical device code to 2408 loss of osseointegration.